Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the insulin pump's screen was pixelated and the customer was unable to read the screen as a result. The mother also reported the screen became detached from the insulin pump. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the displacement or self test due to a cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window, a scratched reservoir tube window and a stained end cap sticker.